Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, error 106 (force sensor error) was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, force and irrigation test of the returned device were performed following j&j medtech procedures. Visual inspection revealed reddish and a hole inside the pebax. A force test was performed and the device was recognized and visualized correctly; however error 106 displayed on screen. Device handle was dissected and dry reddish material was found inside the handle, resistance was measured from sensor pads and an open circuit was found on the tip area. An irrigation test was performed and no water leakage that could have contributed to the reddish material inside the handle was observed; however, this issue could be related to the hole and reddish observed inside the pebax. Additionally, the device was dissected at the peek housing section and insufficient adhesive application on the wires was observed. The insufficient adhesive application could be related to the open circuit observed during the analysis; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device lot number 31371783l and no internal action was found during the review. The force sensor error reported by the customer was confirmed. The root cause for the adhesive condition is traced to the manufacturing process. The instructions for use (IFU) contain the following information: always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. The reddish material inside the pebax and the handle is unrelated to the issue reported by the customer and could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).